Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records received and reviewed. Patient had a prophylactic inferior vena cava filter deployed successfully via the femoral vein one day post motor vehicle accident. Approximately three months post ivc filter placement, the patient had complaints of abdominal pain. Kub was performed and demonstrated a tilted filter with a detached filter leg. Six days post kub, a complex filter retrieval procedure was performed. Multiple filter limbs were noted to be embedded within the ivc wall. Multiple devices were used to successfully retrieve the filter and detached filter limb. Hemostasis was achieved and patient tolerated the procedure well. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully for pe protection and a contraindication to anticoagulants. Approximately three months post filter deployment, patient had complaints of abdominal pain. A kub study revealed a tilted filter with one detached limb. Six days later, the filter and detached limb in the ivc were successfully retrieved. Patient was reportedly hemodynamically stable at the conclusion of the procedure.

Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the medical records allege imaging demonstrated a tilted filter and detached filter leg approximately three months after implantation. Six days later multiple devices were allegedly used to successfully retrieve the filter and detached leg. The filter was allegedly difficult to remove due to the angulation within the ivc. It was further reported that the filter was embedded and highly resistive to manipulation. Based on the medical record review, the investigation is confirmed for filter tilt, limb detachment and difficult to remove. The alleged filter tilt likely lead to the difficulties retrieving the filter. The definitive root cause for the alleged filter tilt and detached leg is unknown. Labeling review: the current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Movement, migration or tilt of the filter are known complications of vena cava filters. Potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Movement, migration or tilt of the filter are known complications of vena cava filters. Filter malposition. Filter tilt. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The previously submitted supplemental emdr inaccurately reported the date rec¿d by MFR date of 03/28/2016. The date rec¿d by MFR date on the supplemental should have been reported as 01/02/2019. Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately three months post deployment, kub performed demonstrated apical tilt and a detached filter limb. Six days later multiple devices were used to successfully retrieve the filter and detached leg. The filter was difficult to remove due to the angulation within the ivc. Additionally, there was deformation of the legs of the filter, noted to be imbedded and highly resistant. Based on the medical record review, the investigation is confirmed for filter tilt, limb detachment , material deformation and difficult to remove. The alleged filter tilt likely lead to the difficulties retrieving the filter. The definitive root cause for the alleged filter tilt and detached leg is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Device code: 2976).

Event description:
It was reported that a vena cava filter was deployed successfully for pe protection and a contraindication to anticoagulants. Approximately three months post filter deployment, patient had complaints of abdominal pain. A kub study revealed a tilted filter with one detached limb. Six days later, the filter and detached limb in the ivc were successfully retrieved. Patient was reportedly hemodynamically stable at the conclusion of the procedure. New information received: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter tilted and three filter limbs detached and embedded the vena cava. The device was removed percutaneously. The status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately three months post deployment, kub performed demonstrated apical tilt and a detached filter limb. Six days later multiple devices were used to successfully retrieve the filter and detached leg. The filter was difficult to remove due to the angulation within the ivc. Additionally, there was deformation of the legs of the filter, noted to be imbedded and highly resistant. Based on the medical record review, the investigation is confirmed for filter tilt, limb detachment , material deformation and difficult to remove. The alleged filter tilt likely lead to the difficulties retrieving the filter. The definitive root cause for the alleged filter tilt and detached leg is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Device code: 2976).

Event description:
It was reported that a vena cava filter was deployed successfully for pe protection and a contraindication to anticoagulants. Approximately three months post filter deployment, patient had complaints of abdominal pain. A kub study revealed a tilted filter with one detached limb. Six days later, the filter and detached limb in the ivc were successfully retrieved. Patient was reportedly hemodynamically stable at the conclusion of the procedure. New information received: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter tilted and three filter limbs detached and embedded the vena cava. The device was removed percutaneously. The status of the patient is unknown.